Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s current blood glucose was 270 mg/dl. She treated with manual injections. The customer reported that the following symptoms related to their high blood glucose are ketones in urine and fatigue. Recent high blood glucose event began on (B)(6) 2017 morning. The drive support cap appeared normal. Customer is not calling back to perform an hp test. Advised customer that replacement will be sent and product will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.